Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The pt was diagnosed with a ruptured diverticuli, on the same date the pt experienced peritonitis and was hospitalized for the events. On an unknown date, during hospitalization, pd therapy was discontinued and the patient's pd catheter was removed. On an unknown date, during hospitalization, the patient began hemodialysis. The patient was discharged from the hospital. At the time of this report, the peritonitis was resolved and the pt was recovered. Additional information was requested but is not available. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers for h12h31095, h12l13070, h13d08067 and h13d30020 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A review of all batch record documents was performed for potentially associated lot number h12g27079 with no issues noted during the manufacturing process. There were no deviations from standard procedure. The exception summary was reviewed for this batch with an exception noted for the batch, however, the exception did not indicate any issues related to the complaint. Same patient as (B)(4).

Manufacturer narrative:
(B)(4).